Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that based on the customer report related to the "ECG fault 3" the analog board was replaced to reduce the probability of reoccurrence. Based on the customer report related to the "ECG fault 7", the investigation is closed as no fault found. The device was recertified for clinical use. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG fault 3 and 7" messages. Complainant indicated that there was no patient involvement in the reported malfunction.